Event description:
Related manufacturer reference number: 2017865-2022-06871, related manufacturer reference number: 2017865-2022-06872. It was reported that the patient presented in hospital with pain at the device site. Device interrogation revealed device erosion on the implantable cardioverter defibrillator (ICD) and an infection on the ICD, right ventricular (rv) lead, and left ventricular (lv) lead. The physician elected to explant the system and replaced with a temporary rv lead and pacemaker. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).